Event description:
It was reported that patient experienced ineffective therapy and pain at the ipg site. It was also reported that one of the patient's leads migrated and the patient's ipg had reached end of life. Diagnostics revealed high impedances and x-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and the left lead were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.